Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed. The instrument's blade was inspected and found to have no damage. Additionally, the instrument was placed on an in-house system, and cut test was performed. The scissors did not cut cleanly through 0.006" latex. The latex got snagged at the scissor tips due to dull blades. The blade edges were not damaged. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) was sticking to tissue. The procedure was complete with no reported injury.